Event description:
It was reported that pump displayed malfunction alarm 12 with fault ID 0x2071 and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged replacement pump. Customer reverted to an alternative method of insulin therapy.